Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. No alarms were noted. The pump also had minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, and a broken reservoir tube lip.